Event description:
It was reported that shaft break occurred. Following pre-dilatation using a 4.50 x 20 nc quantum apex and a 3.50 x 12 emerge balloon catheters, a 4.50 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the stent failed to cross the lesion and the shaft snapped near the proximal hub. No patient complications were reported.